Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon inspection, the battery charger was found to have a defective component u13. The u13 component is a 28-pin microcontroller located on the bedside plug in board pca. The root cause of the defective component cannot be positively identified but was likely random component failure. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.

Event description:
A (B)(6) female pt's son called in to zoll lifecor customer support to report that the battery charger keeps saying "battery charger problem." The son reported that this has happened a few times. The pt was provided with a replacement battery charger.